Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological test. The additional microbiological test showed no microorganism growth on the biopsy channel, the aspiration channel and the air/water channel of the subject device. The result of the additional microbiological testing satisfied the french guideline.

Manufacturer narrative:
The device referenced in this report has not been returned to omsc for evaluation. The manufacture record of the subject device was reviewed with no irregularity. The exact cause of the event could not be determined at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that during routine culturing test by the facility, the subject device repeatedly tested positive for microorganisms. The result of the routine culturing test by the facility didn¿t satisfy the french guideline. On (B)(6) : the subject device tested positive for champignons (absidia) and bacteria (6cfu/120ml in total). On (B)(6) : the biopsy channel of the subject device tested positive for sarcine and corynebacterium spp (2cfu/40ml in total). The biopsy port of the subject device tested positive for bacillus spp, corynebacterium spp and staphylococcus (55cfu/40ml in total). The air/water channel of the subject device tested negative. There was no report of patient infection associated with this report.